Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in may 2022. Although a definitive root cause of the defect could not be identified, it was determined that the defect was likely caused by stress of repeated use, external factors, or handling. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on light guide cover glass, water tightness was lost. In addition, the bending section cover had a scratch. The adhesive on bending section cover had a chip. The video connector was damaged. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The video connector case had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the endoeye flex deflectable videoscope experienced air bubbles. There was no report of patient harm associated with this event. During incoming inspection, the objective lens adhesion was peeling due to chemical/physical stress. This medwatch is being submitted to capture the reportable malfunction found during evaluation.